Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter had a battery charge issue. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2015 at approximately 12:30pm. The patient reported that the subject device would not power on when being used for the first time straight out of the box. The patient stated that she manages her diabetes using metformin tablets before breakfast and dinner, and also takes a victoza non-insulin injection. The patient denied making any changes to her usual diabetes management routine in response to the reported issue. The patient reported experiencing symptoms of ¿dizziness¿ approximately 40 minutes after the alleged meter issue began. The patient denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that it was the first use of the device, and was unable to power on the meter through trouble-shooting. The csr noted that the customer did not have the usb wall charger required to charge the subject device. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation.the lay user/patients meter has been returned on 1/20/2015 and further evaluated by lifescan product analysis on 1/30/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.